Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system with a 23-inch, 6 mm teflon infusion set, with a highest blood glucose of 467 mg/dl over approximately five hours; the user changed the infusion set and reported no visible cannula issues, and the ilet did not alert. Symptoms included nausea and thirst. Outcomes included no need for outside assistance and no medical intervention, with glucose later trending down to within range and device function reported as normal. Investigation included review of synced device logs and user follow-up. Investigation of this case revealed elevated basal delivery during the event with no device alarms and no confirmed device malfunction or component fault identified, and hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.